Event description:
Related manufacturer reference number: 2017865-2022-15183. It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. No patient complications have been reported as a result of this event. It was also reported that the patient presented for remote follow up via merlin.net with a right ventricular (rv) lead that exhibited lead noise. The lead was explanted and replaced. The patient was in stable condition.